Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet and generated a sensor failed alert, while the dexcom mobile app continued to receive cgm data. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medication changes, and no hospitalization. Investigation included customer support troubleshooting and user education, including device restart, sensor pairing code reentry, and app configuration checks. Investigation of this case revealed that the cgm-to-pump communication did not establish and the sensor reported a failure condition, with cgm functionality confirmed on the phone application. It was concluded that the event involved a cgm pairing failure to the ilet without clinical consequence.